Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event reported as (B)(6) 2013. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Facility reports during an orthopedic procedure, it was noted the device had a broken contact block. A spare device was available and was used to complete the procedure with no delay, no further problem, and no harm to patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Investigation coordinated by synthes anspach. The reporter's complaint that the electric pen drive drill had broken contact pins was confirmed. The device was evaluated and the complaint was duplicated. Evidence indicates this was due to improper handling.(B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.